Manufacturer narrative:
The customer reported that a patient death occurred and that alarms for asystole were not provided/heard at the vocera pager. The date/time and bed label involved was stated to have been (B)(6) 2017 at approximately 23:30. The location was 5 west telemetry unit room 537. From the piic ix logs it was shown that there was appropriate alarming at the central station for asystole at 23:37, and twice at 23:38. The asystole alarms were silenced at the central station pic23m5wb through user interaction with the device. The staff was alerted to the patient condition via the alarming at the primary monitoring device (piic central station). There is no data to support a piic ix device malfunction for primary monitoring. Due to the sql server not functioning correctly after being upgraded by the hospital site sql support team, there were no paging message logs available confirming that alarms were being received by the caregivers pagers. Although the paging alarms cannot be verified since the emergin system (philips intellispace event management system) is secondary monitoring and not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices, this paging issue would not be likely to cause or contribute to death or serious injury. The caregivers were given appropriate alarming alerts to the patient's asystole condition per the primary alarming at the central station ix and any failure to provide emergent care due to paging issues is considered as a user issue and outside of intended and normal product use. Patient information unavailable.

Event description:
The customer reported that a patient death occurred and that alarms for asystole were not provided/heard at the vocera pager. The patient was being monitored by an mx40 telemetry device and a piic ix central station for primary monitoring. Paging was being used for secondary monitoring. The patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The customer reported that a patient death occurred and that alarms for asystole were not provided/heard at the vocera pager. Further investigation is needed to ascertain root cause and if a philips device caused or contributed to the adverse event. The patient expired.